Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress occurred. During a pulse field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. The sheath was prepared successfully and inserted into the left atrium over the exchange wire. The dilator and exchange wire were removed, and the sheath was aspirated. Once the farawave catheter was introduced into the faradrive sheath and aspiration was attempted, persistent air ingress was reported after multiple aspirations. The faradrive sheath was replaced with another faradrive sheath, and the procedure was completed successfully. No patient complications were reported. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the faradrive sheath was visually inspected. Visual inspection of the sheath noted that the sheath was returned with the dilator still inserted. Being returned in this manner can introduce damage to the hemostatic valve or exacerbate any prior clinically related hemostatic valve damage, which can negatively impact valve performance during returned device testing. The dilator was removed to prepare the sheath for leak testing. While attempting to purge air out of the sheath by injecting deionized water into the flush lumen port, a leak was seen from the handle cap and the hemostatic valve. Due to the leak, the device could not be performed as the sheath could not seal the pressure within the flush lumen line. Microscopic inspection of the sheath after removal of the handle cap found the flush lumen to be torn where the adhesive filet bonds the flush lumen to the valve hub of the sheath, resulting in a significant leak path. Inspection of the hemostatic valves also found the internal valve to be deformed open towards the distal end of the sheath, compromising the ability of the valve to seal pressure within the device, likely due to the dilator being inserted in the sheath for an extended period of time during transit to boston scientific.

Event description:
It was reported that air ingress occurred. During a pulse field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. The sheath was prepared successfully and inserted into the left atrium over the exchange wire. The dilator and exchange wire were removed, and the sheath was aspirated. Once the farawave catheter was introduced into the faradrive sheath and aspiration was attempted, persistent air ingress was reported after multiple aspirations. The faradrive sheath was replaced with another faradrive sheath, and the procedure was completed successfully. No patient complications were reported. The device was returned for laboratory analysis.